Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to the customer's blood glucose level. The customer will revert to an alternate form of insulin therapy. A replacement was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.